Manufacturer narrative:
Occupation: complaint management specialist.

Event description:
Information was received indicating that the patient had experienced multiple occlusions for the past couple days while using a smiths medical cadd cleo 90 infusion set. The patient would get occlusion during basal or bolus delivery. The patient's blood glucose ranged from 144-650mg/dl. Two alarm numbers were verified in the pump history. The occlusion was during basal. The cartridge/infusion set had been in use for less than 3 days. The patient's blood glucose was over 240mg/dl. At the time of the event, the patient's blood glucose was 525mg/dl. The occlusion caused the high blood glucose. The patient was instructed to disconnect tubing from the site, tighten the luer lock, prime for any gaps of air in the tubing, holding the tubing so that it's pointed down towards the ground, deliver a 5 unit bolus and be informed that the insulin on board (iob) would be affected. Multiple daily injections (mdi) were used to correct the high blood glucose. There were no reported ketones. The occlusion alarm did not reoccur and the blockage was likely located at the site.